Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm, ap proximately five and a half years ago. The iliac vessels had no tortuosity or calcification. It was reported that the stent graft had a type iii fabric endoleak in the ipsilateral limb. The cause of the endoleak is unknown. The physician re-aligned the ipsilateral limb with a 16x16x93 endurant limb to resolve the endoleak. The physician also proactively implanted a 16x16x82 endurant limb in the contralateral limb to prevent the ipsilateral limb from collapsing and occluding flow on the contralateral side. Both endurant limbs went approximately halfway up the body on the bifurcated device and then into their respective limbs. After the procedure, the endoleak had resolved and the patient is doing fine. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).